Manufacturer narrative:
This report is being amended to reflect changes. This complaint was identified during review of a journal article, so information about the case is limited. There was no product returned; therefore, no physical evaluation could be conducted. No specific part or lot number information was provided. The device history records and complaint history could not be reviewed due to lack of product identification. These devices are used for treatment. There was no applicable information from the patient history review, as no patient specific information was provided. Various surgical techniques were described within the article by the author; the specific technique used for this patient was not provided. A definitive root cause cannot be determined the information provided.

Event description:
It is reported that a screw used with a proximal humeral locking plate for fixation of a proximal humerus fracture backed out approximately 5mm, but then showed no further problematic movement.

Manufacturer narrative:
Info was rec'd via published literature. Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4040373/. This report will be amended when out investigation is completed.